Event description:
Implanted in 1997. In the year 2000, patient felt grinding in the back. X-rays revealed a broken rod and subsequently had surgery to remove the device. The patient later felt a pinching in the back. X-rays revealed a broken screw which was later removed in 2002. Surgeon stated this was a device "malfunction".